Manufacturer narrative:
E1: event city: (B)(6). Event country: greece. Name: medtronic minimed country: united states of america street: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reported malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that the patient experienced the infusion set tubing came apart event on (B)(6) 2026. The infusion set was inserted in the right abdomen and had been in use for one day.